Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion sets are not sticking; the infusion sets were from different lots. No adverse event reported. Alleged infusion sets have been discarded; no product will be returned.